Event description:
It was reported that the patient's ipg was inoperable, and both leads had high impedances. Surgical intervention was undertaken on (B)(6) 2025 and the ipg and one lead was explanted and replaced, the other lead was broken and left implanted, and another lead was implanted.

Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.